Event description:
A healthcare professional reported that a dull knife was noted prior to surgery. An alternate knife was obtained in order to begin the procedure. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
One knife sample was received by manufacturing in an opened blister package. The sample was examined using a microscope at 10x magnification per facility procedure and was found to be conforming. The sample was functionally tested for sharpness penetration and was found to be conforming. The final customer lot was identified. One component knife lot was used to make up the customer's identified lot. A review of the related device history records (DHR) for the reported lot number indicates an in-process anomaly that could have contributed to a dull blade. The suspect product was reprocessed and released based on the manufacturer's acceptance criteria. No additional investigation is required based on the device history record review. A complaint history examination indicates that three additional related complaints were associated with the reported lot. All visual and functional tests performed during the evaluation were determined to be conforming. A root cause cannot be determined for the complaint as described by the customer. (B)(4).

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).